Manufacturer narrative:
Internal complaint number: (B)(4). Device evaluation determined that the pump primed and flowed within specification. There was no issue found with the pump.

Manufacturer narrative:
Internal complaint number: (B)(4). Investigation results pending evaluation of device.

Event description:
It was reported that the patient experienced inadequate pain relief and the pump was subsequently explanted.